Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer completed the fill tubing process and the pump went back to the home screen and displayed 0 units in the cartridge. The customer reported that the issue was resolved by loading a new cartridge onto the pump. The customer's blood glucose level was 200 mg/dl.